Event description:
It was reported that the pump was replaced because the health care professional was unable to withdraw and refill the pump as the pump recordings were indicating. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).